Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6010-005 multifunction instrument system (straight grip handle )switch device was being used during an unknown procedure on an unknown date when it was reported ¿I was in the room with the surgeon, and he was explaining to me that there have been 3 separate occasions where the red button was stuck and he had to manually take an instrument to unstick the red button. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6010-005 multifunction instrument system (straight grip handle )switch device was being used during an unknown procedure on an unknown date when it was reported ¿I was in the room with the surgeon, and he was explaining to me that there have been 3 separate occasions where the red button was stuck and he had to manually take an instrument to unstick the red button. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.